Event description:
It was reported that the physician had difficulties removing the top cap of the zenith fenestrated aaa endovascular graft proximal body (zfen-p) device. The procedure was completed and it was reported that the patient was well. It was reported that access to the vascular system was gained as normal under sonography. Firstly, soft wire and catheter was placed in the vascular system. The lunderquist guide wire was placed under fluorscopy through catheters. Dilators were used over the lunderquist to dilate to 20 fr. The zfen-d was prepared as per the instructions for use (IFU), orientated under x-ray and the graft was advanced into the patient over the lunderquist. Once the surgeon was happy with the placement, he deployed the stent partially and align the fenestrations over renal arteries and superior mesenteric artery (sma). The stent was deployed further to the end. Cannulation of the right renal artery started with terumo and 7fr aptus sheath, cannulation was successful on the right side. The surgeon tried to cannulate the left renal artery but was unsuccessful and the angiogram was also performed and no contrast went into the left renal artery. The surgeon removed the diameter reducing ties and perform angiogram and cannulation again without success. The proximal attachment was removed as well. The surgeon tried to open the top cap to release the bare stents but top cap did not open. Inner cannula did not want to move and it was confirmed that the pin-vise were loose. When the grey positioner was moved the entire graft moved, even when the inner cannula was rotated left to right the graft moved in the same manner. It was reported that the local vascular professor came and supported the case and forcefully advanced the inner cannula and stents opened up. It was reported that the top cap was docked and the device was successfully removed. It was reported that they managed to gain access to the left renal artery and stent it successfully. It was reported that the sma and left and right renal arteries were patent and had good flow at the conclusion of the case. It was reported that the device was inspected prior insertion and no defects were noted. It was reported that no damage was done to the delivery system during deployment. No twisting were noticed when the device was placed under fluoroscopy. It was reported that there had been no difficulties in advancing and placing the device at the correct deployment zone.